Manufacturer narrative:
Registry name: svs/vqi registry for the valiant thoracic stent graft with the captivia delivery system (valiant captivia). This summary report provides data received from the svs/vqi registry under exemption number: e2015028. The data references one device and one event only. The device serial number is unknown. This data has been provided to medtronic by a third party and is limited and de-identified. The device was not available for evaluation. Vessel perforation, arrhythmia and occlusion are recognized as potential adverse events associated with the implantation of a stent graft and are listed in the IFU. Therefore remedial action is not required. If information is provided in the future, a supplemental report will be issued.

Event description:
On an unknown date, valiant captivia stent grafts were implanted in a patient for the treatment of a thoracic aortic dissection. On an unknown date, the patient experienced an injury to the access site that required surgical intervention, dysrhythmia and an occlusion of the left subclavian artery also occurred on unknown dates. This event is being reported as part of a bulk data release provided to medtronic from the society for vascular surgery - patient safety organization tevar dissection surveillance initiative. This data has been provided to medtronic by a third party (m2s) and is limited and de-identified.